Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
The account alleges the blood would back up the tube and leak out of the connection near the red stopcock. When the nurse attempted to tighten the connection it would spin and not get tight. No injury was reported.